Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user dropped the ilet pump, after which the touchscreen displayed a small crack and the screen would not power on, indicating a fracture to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.